Event description:
It was reported that upon cleaning a patient, the patient was found lying in blood coming from the rectum. The nurse removed 96mls of water from cuff when removing device. Patient began bleeding more and became unstable requiring blood transfusions and surgery. The patient had erosion in the rectal vault. Patient has recovered from the incident and currently has the device in place. No additional information could be obtained.

Manufacturer narrative:
The sample was not returned for evaluation. The device history record could not be reviewed without a lot number. The directions for use state to "inflate the cuff with 45ml of water." It also states in the warning section: "do not over inflate retention cuff." In the contraindication section, it states: "do not use on patients with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any patient if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. Not for use on patients with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, , mucosal ulcerations. Not for use on patients with indwelling rectal or anal device (e.g. Thermometer) or delivery mechanism (e.g. Suppositories) or enemas in place." It should be noted that the user facility has recently changed the policy for stool management cuff pressure monitoring to once every 12 hours. Based upon the event description, the user facility over inflated the retention cuff directly contributing to the reported injury. Hence, bard has conducted 36 hours of retraining for use of the device at the user facility in october 2010. In addition, efforts are being made to provide continuous education and training for the user facility. (B)(4).